Manufacturer narrative:
(B)(4). .

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received for evaluation. As received, the device was fully deployed and was returned without the majority of the suture. The anterior needle was engaged with the anterior cuff with the link and the posterior cuff was engaged with the posterior needle tip and with approximately 25mm of suture attached with its end cut clean, indicating proper suture retrieval had occurred. The reported unspecified device failure could not be confirmed. Based on the visual and functional analysis of the returned device, the device performed according to specification; there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that arteriotomy closure of an unspecified vessel was attempted using the perclose proglide after an unspecified procedure. Reportedly, the device failed. The method used to achieve hemostasis was not specified. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.